Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain approximately four days post implant. Right ventricular (rv) lead perforation was suspected. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.